Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer confirmed the rocker switch was toggled and the screen and green light would not turn on. The customer tested the power cord connected to the issue oev-261h on another monitor and the monitor powered up normally. The customer was advised to send in the device for evaluation and repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor was not powering on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 of the initial medwatch. The actual device was not received and was not evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.